Event description:
It was reported that the patient presented to emergency room. It was noted that the right ventricular (rv) lead exhibited intermittent loss of ventricular capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.